Event description:
It was reported that an infection occurred. The available information suggests that the lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2004; 694765 implantable tachy lead implanted: (B)(6) 2004.